Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found an anchor with a broken tip and debris. An analysis of the customer provided image found that the tip of the anchor is broken. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, while using the twinfix ultra, the anchor tip was broken (it did not break inside the patient). The procedure was completed using a back-up device in the originally drilled hole. A delay of 0-30 min was reported. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.